Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm with no aline tracing. The customer was able to connect to a transducer systerm with good aline tracing. Pumping was resumed and the fiber optic sensor disconnected. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the maquet sheath, extracorporeal tubing, extender tubing, pressure valve, and the membrane unfolded. There are traces of blood found on the outside of the membrane and catheter tubing. One kink was found on the catheter tubing at approximately 76.2cm from the iab tip. The optical fiber was found to broken at the kinked location. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm with no aline tracing. The customer was able to connect to a transducer system with good aline tracing. Pumping was resumed and the fiber optic sensor disconnected. There was no reported injury to the patient.